Event description:
Technician arrived and assembly was broken. Site stated the assembly snapped when the patient was inches from resting point in patient bed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).